Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unspecified hernia repair procedure on unknown date and the mesh was implanted. Approximately five years after the procedure, the patient experienced re-occurrence of hernia and required re-operation. The manufacturer of the mesh could not be confirmed. Other mesh was used in the re-operation. Additional information has been required.